Event description:
A malfunction was reported by a customer related to the pump, showing error 16-0x20e6. There was no adverse impact on the customer's blood glucose level. The pump was reset by turning it off and on, but the malfunction persisted. Arrangements were made to return the device for further investigation, and a replacement pump was provided to the customer.